Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. There was no report of patient injury or death.